Event description:
A customer reported to beckman coulter inc. (Bec) that an erroneously elevated beta human chorionic gonadotropin (total bhcg) result, above the normal reference range, was generated by unicel dxi 600 access immunoassay system for one patient. Result was not reported out of the laboratory. Repeat testing on a re-centrifuged aliquot produced a lower result within the normal reference range. The patient results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was lithium heparin plasma collected in a greiner vacuette, and was centrifuged for 7 minutes at 4200g. Qc was performing within the established ranges on the date of the event. A system check data has not been supplied. No service information has been provided. The customer repeats all initial bhcg patient results between 5 and 200 miu/ml. A definitive root cause for this event has not been determined to date with the information provided.